Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
On(B)(4) 2013, an ocd field engineer (fe) arrived at the customer site and found the collet bent at position #5. The fe replaced the collet at position #5. The fe ran and passed the splld and user software without errors. Repairs have returned this instrument to expected operation.